Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with rso and posterior repair due to sui, uterine prolapse, cystocele and rectocele.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2009 and ams perigee and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.